Event description:
It was reported that the patient was experiencing swelling of their deep brain stimulation lead site. An infection was noted, and the patient was subsequently treated with antibiotics. A culture was performed which confirmed a staphylococcus infection. The infection did not resolve so the patient was hospitalized, and the entire deep brain stimulation system was explanted. Despite a good faith effort, the model and serial number of all the explanted devices were unable to be obtained. The patient is reportedly recovering.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: (B)(6). Product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing swelling of their deep brain stimulation lead site. An infection was noted, and the patient was subsequently treated with antibiotics. A culture was performed which confirmed a staphylococcus infection. The infection did not resolve so the patient was hospitalized, and the entire deep brain stimulation system was explanted. Despite a good faith effort, the model and serial number of all the explanted devices were unable to be obtained. The patient is reportedly recovering. Additional information was received from the physician that stated the infection was observed at both lead sites (no erosion was observed). There was no physical activity that could've led to the infection as the patient is wheelchair bound.

Event description:
It was reported that the patient was experiencing swelling of their deep brain stimulation lead site. An infection was noted, and the patient was subsequently treated with antibiotics. A culture was performed which confirmed a staphylococcus infection. The infection did not resolve so the entire deep brain stimulation system was explanted. The patient is reportedly recovering.

Manufacturer narrative:
Correction to the initial MDR in blocks: b5 and h6.

Event description:
It was reported that the patient was experiencing swelling of their deep brain stimulation lead site. An infection was noted, and the patient was subsequently treated with antibiotics. A culture was performed which confirmed a staphylococcus infection. The infection did not resolve so the patient was hospitalized, and the entire deep brain stimulation system was explanted. Despite a good faith effort, the model and serial number of all the explanted devices were unable to be obtained. The patient is reportedly recovering.